Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the components u708, u727, u728 were internally shorted on the distribution node pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of electrode belt sn (B)(4) for an unrelated issue, a reportable device malfunction was discovered. The electrode belt failed functionality testing.